Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances and unable to be placed into MRI mode. As such surgical intervention took place where the lead was explanted and replaced. Patient now has effective therapy.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information.(weight). Further information was requested but not received.